Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-07415. The patient received two leads with the same lot number. It was reported, the physician noted the leads had high impedances during a procedure to replace the ipg. An x-ray revealed what appeared to be a fracture in the extension. It was reported, the physician opted not to replace the extension or the leads at the time. Add'l follow up identified the scs system was explanted. Reference MFR report: 1627487-2013-11350 regarding the procedure to replace the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.